Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 2 weeks after the dental implant was installed in intraoral region #31, its removal was performed because the patient was in pain, and it was considered the possibility of hyperaesthesia of the inferior alveolar nerve. Thirty-five ncm of primary stability was achieved and the implant was installed without immediately load.